Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. During the power on self-test the device displayed the f-67 alarm. The cause of the event was determined to be damaged cpu board. The device was removed from service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-67 alarm. This occurred before use. There was no patient involvement. No additional information is available.